Event description:
It was reported that the patient presented to the emergency room due to receiving multiple shocks from the implantable cardioverter defibrillator (ICD). Review of the device data determined that the shocks were provided for a supraventricular tachycardia that originated in the programmed monitor-only zone (150 beats/minute) and had accelerated into the programmed ventricular tachycardia zone (170 beats/minute). The patient had received ten rounds of anti-tachycardia pacing and six consecutive shocks and was vomiting. The physician decided to reprogram the vt zone to 180 beats/minute. The patient was hospitalized and the ICD remains in service.